Event description:
During use of sterile medical examination gloves in a hospital setting, tearing of the glove on the right hand was observed following completion of a high-risk clinical procedure involving a central venous catheter (cvc). The event occurred during central venous catheter insertion and was identified after use. On a separate occasion, tearing of the glove on the right hand was again observed after use during a cvc dressing change. No fragments were reported to detach from the glove, and no patient injury or infection was reported. No sharp instruments were reported to have damaged the glove during either use. Two pairs of gloves were reported as affected. No samples were available for return or testing.

Manufacturer narrative:
In both cases, the sterile gloves tore during normal handling and intended use. The glove failures resulted in a loss of barrier integrity during high risk invasive procedures that require full sterility. No patient injury was reported. However, the glove tearing created a potential for contamination of the procedural field and may increase the risk of hospital acquired infections, including central line associated bloodstream infections (clabsi). Depending on the cvc device, guidewire advancement and incorrect glove size may increase friction on the fingertips and lead to glove tears. These are use related, design related, and possibly medical device compatibility issues. Certain access regions and variations in barrier technique can increase the risk of site contamination and the likelihood of central line associated bloodstream infection, clabsi. Best practice includes antimicrobial prophylaxis such as proper hand hygiene and skin antisepsis, which only partially reduces infection risk. Evidence for clabsi shows that 71 percent of cases are associated with breaches in sterile technique, and that changing contaminated lines within 24 hours does not reduce clabsi occurrence. These findings highlight the importance of strict aseptic technique in clabsi prevention (pmid 39794468, 33865494, 21944520). Published data suggest that clabsi incidence can be around 5 percent, consistent with infection rates observed in other clean contaminated surgeries. The use of a cvc typically indicates a high clinical need, and such patients often have reduced intrinsic defenses, making them more susceptible to infection compared with the general population. Although the current information does not confirm that a clabsi occurred in this case, the foreseeable sequence of events, combined with well described clinical evidence regarding the risks linked to breaches of sterile technique, supports that a serious outcome could have occurred under less favourable circumstances. Based on the best available evidence, the incident may lead to serious outcomes for a non insignificant portion of comparable patients. At present, there is no serious public health threat. A complaint investigation was conducted. No product samples were available for examination, and the investigation was therefore inconclusive. A definitive manufacturing defect could not be confirmed or ruled out. Glove tearing represents a potential failure of barrier integrity. If such a malfunction were to recur during high-risk procedures such as central venous catheter insertion or maintenance, it could reasonably contribute to a breach of sterile technique and increase the risk of serious infection. This report is submitted as a malfunction in accordance with 21 cfr 803, despite the absence of confirmed root cause or patient harm.